Manufacturer narrative:
Date sent to FDA: 10/11/96. H2--johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96. Date sent to FDA: 11/15/96. H6- add'l info: co has examined the device history record and based on our examination, can identify no cause for the event reported. For business reasons, co has decided to discontinue the distribution of this brand of i.v. Catheter. Co will continue to track this type of info as it is critical to product improvement and development process. H4-manufacturing date inserted.

Event description:
A device was removed after completion of therapy. Upon withdrawal the catheter separated from the hub, without tearing, "it just slipped out." The catheter was easily removed from the pt without incident or complication.